Manufacturer narrative:
Device evaluation completed on july 12, 2021: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 300cc breast implant had a tear on the posterior view, measuring approximately 5.0 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent primary breast augmentation with a mentor smooth round moderate profile, 300cc saline prosthesis experienced bilateral deflation post procedure. A physical consultation diagnosed the issues. As a result, patient had the implants removed on (B)(6) 2021. This report relates to the left prosthesis.